Manufacturer narrative:
(B)(4). Date sent: 3/4/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the patients diagnosis? What was the procedure being performed? Where was the fistula? Please provide a time line of events. How were the fistula identified? How was the fistula treated? Any difficulties with the stapling device? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after an unk procedure, a fistula at 28 days after the initial intervention. Not symptomatic and re-operation was not required. However, the surgeon is very worried and does not if the use of the impacted device is the cause of the incident.